Event description:
External study showed sample-dependent lower recovery with heparin plasma samples with troponin t assay. Internal studies conducted in house confirmed low recovery. No serious injury or death was reported. Customers have been notified of the negative bias for troponin t caused with the heparin plasma samples.